Event description:
A critical alarm approximately every ten minutes was reported and the patient saw error code 8476 indicating a motor stall on their personal therapy manager (ptm). The patient had not had a magnetic resonance imaging (MRI) and was not near any strong magnetic field. At this time the patient had no symptoms. The pump was being used to deliver clonidine, bupivacaine, and morphine. The motor stall was confirmed in the event logs with no motor stall recovery recorded. The patient was admitted to the hospital and was currently on a patient controlled analgesia (pca) pump receiving morphine sulphate (ms). The patient had no therapy effects since the stall occurred due to early detection and the pca pump was started. The patient was seen today and the pump was interrogated to see the logs, which showed the motor stall occurred (B)(6) 2013 at 22:00 with no recovery seen. The patient was at home when the stall occurred. The pump was interrogated again by the healthcare provider (hcp) and showed the motor stall occurred at 19:22. Additional information received reported the pump was to be replaced on (B)(6) 2013, but they wanted the pump programmed to off, but wanted the pump to be analyzed. In the end, the pump was programmed to minimum rate on (B)(6) 2013 and the current motor stall alarm was silenced. The pump was explanted on (B)(6) 2013 and replaced on the same day. The new pump was filled with preservative free normal saline. It was further reported the cause of the stall was unknown and never recovered. The patient did not experience any symptoms with the event. Additional information received reported the hcp updated the setting on the pump to see if that would restart the motor, but it did not. The exact date of this troubleshooting was unknown. A catheter dye study was performed, but it was also unknown when. The catheter was intact. The patient¿s pump was replaced and filled with saline. Currently, the patient is not receiving therapy. The physician¿s office is looking for someone to fill the pump in the patient¿s home.

Event description:
Additional information: pump logs were received that indicated the motor stall on (B)(4) 2012 with stopped pump duration may exceed tube set message.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient experienced withdrawal and went to the emergency room (ER) in (B)(6) 2013. The patient was shaking and their skin was crawling. The patient was started at "2 mg" and that seemed to help the worst of the withdrawals. The patient was getting "30 mg per day with the pump" and then the pump malfunctioned after three years.